Event description:
According to the information received, there was a significant defect in the video image when using flex-x1 with a laser lithotripter. The attempts to improve the image took significant time. The equipment was reconnected, once, without positive effect. Also, there was an episode, when the image disappeared completely, this required to switch off and on the video system. An extension of the surgery time of more than 60min was reported. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).